Manufacturer narrative:
The pump gave an rf pic failed alarm during the self test and had high idle currents due to a faulty component on the radio frequency board. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was resetting everyday around 10 a.m. The insulin pump alarmed failed self-test twice. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.